Manufacturer narrative:
Issue is still being investigated by manufacturing site.

Event description:
Manufacturer's reference number(B)(4).

Manufacturer narrative:
Issue is being investigated by manufacturing site. Device not returned to manufacturer.

Event description:
On 13th may, 2020 getinge became aware of an issue with one of surgical lights - powerled. Initial inspection revealed that the loose screw has been localized in headlight's cover. The issue was not considered as risk related as there were no indication about any parts falling off the device. During second visit in customer¿s facility on 6th july 2020 it was detected that additional two screws responsible for holding sterilizable handle were missing. There was no injury reported, however, as it is unknown when exactly detachment of two screws occurred, we decided to report the issue in abundance of caution as any parts falling off into sterile field may lead to risk of contamination.

Event description:
Manufacturer's reference number (B)(4).

Manufacturer narrative:
Getinge became aware of an issue with one of the surgical lights - powerled. Initial inspection revealed that a loose screw was detected in the headlight's cover. The issue was not considered as a risk related as there were no indication about any parts falling off the device. During second visit in customer¿s facility on 6th july 2020 it was detected that additional two screws responsible for holding sterilizable handle were missing. There was no injury reported, however, as it is unknown when exactly detachment of two screws occurred, we decided to report the issue in abundance of caution as any parts falling off into sterile field may lead to risk of contamination. The root cause of the issue is most likely due to manufacturing error, as the issue shouldn¿t appear while screws are correctly tightened. It was established that when the event occurred, the surgical light did not meet its specification as the screws shouldn¿t detach from the device and it contributed to incident in that way. At the time when the event occurred the device was most likely not being used for patient treatment according to the subject matter expert¿s analysis. This analysis concludes that the issue can occur, but that it would be very unlikely that the screws would drop into the sterile field when used over a patient. Getinge shall continue to monitor for any further events of this nature and do not propose any further action at this time.